Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient reported recurring skin infections near the end of pod wear, which required antibiotic treatment (flucloxacillin). The patient expressed concern about a possible sensitivity or allergy to the pod material. The patient reported 6 prescriptions for pod-related infusion site infections; the date of this event is not known. This is one of the six reported events (insulet reference numbers: (B)(4).